Event description:
Report received from nipro canada. Product code stv01. Device easily disconnected from an IV extension set.

Manufacturer narrative:
All luer connections on the stopcock are iso80369-7 compliant and are tested for axial loading, unscrewing, and overriding per the iso standards. It is unknown if the luer connection for the needleless injection site the customer is using with the stopcock is also iso80369-7 compliant. At this time, the complaint could not be confirmed as manufacturing related. Complaint was confrimed, disconnection was noted.